Event description:
One pt sample with discrepant results for troponin t. Initial result gave 0.341 ng/ml. Sample repeated twice giving <0.010 ng/ml each time. Erroneous result was not reported. The field service representative was unable to determine root cause. Performance tests were performed and within specification.